Manufacturer narrative:
The returned device has been evaluated. Pressure test was performed on the circuit kit. Results: pressure test was carried out on the circuit kit. The circuit was out of specification and a leak was detected in the water trap. Our breathing circuits are pressure tested during production and those that fail the test are discarded. The leak in this case is likely to have been from loosening of the plastic components post production. This is the only complaint of this type received for this lot number. Our im states "check all connections are tight before use". Conclusions: the device was out of specification. We are aware of other complaints with leaks in adult circuit kits with an occurrence rate of approximately 0.0016% worldwide for the last year.

Event description:
A hospital reported to our distributor that an rt134 adult breathing circuit did not complete pre-use check test on a maquet servo I/s ventilator.